Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the first device could be fired without any problems at the first and the second firings. When the first device was fired on the lung parenchyma with green cartridge at the third firing, the device could not be fired. The doctor tried to fire the device again, but the force of grasping the firing trigger was lower and there was no feedback. Although the release button was pushed, the jaw did not open. Then, the doctor tried to release manually, but he could not. Eventually, when the release button was pushed forcibly, the device could be released. The first device was replaced with the second. When the second device was fired on the lung parenchyma with green cartridge at the first firing, some staples were b-form shaped and some staples were unformed or lumbricoid. When the device was fired on the bronchus with gold cartridge at the second firing, the same event as the first firing of the second device occurred. Additional suture was performed. Reinforcement material was not used. There were no adverse consequences to the patient.